Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the patient's implanted IV device was accessed on (B)(6) 2018. On (B)(6) 2018, the rn was notified by the patient that fluids were leaking from the implanted port. The rn assessed the site and found that the neutraclear's orange accordion shaped piston was depressed and causing the leak. The rn changed the tubing set and cap, performed a ns flush to find no further leaking was noticed. There was no report of patient harm.